Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and the backplane boards were replaced. The signal waveforms were checked and the filament was calibrated and backed up. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system display a filament regulator error message. No pt injury was reported.